Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2016-03566. It was reported the patient experienced ineffective stimulation in the hip area. As a result, the patient scheduled an appointment with her physician to further evaluate the issue. Reportedly, the physician discovered the leads had migrated out of the epidural space. Surgical intervention was undertaken as the next course of action during which time the leads were explanted and replaced with new models. Therapy was restored postoperatively and the issue resolved.